Manufacturer narrative:
Investigation summary: the event unit was returned to applied medical for evaluation. Upon visual inspection, engineering observed that the feeder, a metal component located in the shaft, was damaged and a piece had broken off. Based on the condition of the returned unit, it is likely that the reported event was caused by the damaged feeder, which could have occurred if the device was inserted/removed through the trocar with the feeder in the jaws. The instructions for use (IFU) states "do not place the clip applier through the trocar if a clip is present in the jaws. Doing so may result in damage to the device¿" applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this process, applied medical is currently researching possible device enhancements intended to further minimize the potential for this type of event occur. This report is a combined initial and follow up report.

Event description:
Procedure performed: lap chole. "We received a quality complaint for product code ca500 epix universal clip applier lot # 133467. During a cholecystectomy procedure the clip was stuck inside the instrument. Due to the failure, it was replace by a new ca500. I am attaching the cer with the details submitted by the surgeon." Description: [at the time of the shot on the cystic duct, the clip was stuck inside, so the instrument had to be removed and the next clip was not closed but in the form of "o"]. Additional information was received via email on 22apr2019 from health group dir. Of logistics: four clips were applied in the procedure. Four clips experienced the reported event. "Yes, it was not closed; they made a loop." It occurred a total of 4 times. The clip was properly seated into the jaws. The clip fully loaded into the jaws upon actuation. The trigger was squeezed plastic to plastic. Patient status: no patient injury occurred associated with the complaint event.